Event description:
Per independent repair center statement the unit would not start. The key failure was the pc board had a short circuit. Additional malfunctions include the compressors wire harness was damaged, the muffler was damaged, and the pilot valve was leaking.